Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates the shock impedance measurements were high out of range during the scheduled explant procedure. A defibrillation threshold (dft) test was performed to confirm lead functionality. No additional adverse patient effects were reported.